Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This lead was replaced with same model. No additional adverse patient effects were reported. Additional information received which indicated that the ra lead was explanted due to high threshold and non-capture. Programming was changed. Furthermore, when the new lead was placed into the ra, the device resumed atrial tracking and programmed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This lead was replaced with same model. No additional adverse patient effects were reported. Additional information received which indicated that the ra lead was explanted due to high threshold and non capture. Programming was changed. Furthermore, when the new lead was placed into the ra, the device resumed atrial tracking and programmed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This lead was replaced with same model. No additional adverse patient effects were reported.